Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrent hernia as well as small bowel obstruction due to failure of the mesh. Post-operative patient treatment included mesh removal surgery.